Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the axillary insertion kit is not implanted/explanted in the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a graft locks allow leaking on the shaft of the peel away sheath. The peel away sheath has ridges vertically along the sheath. There was no patient harm.